Event description:
The customer received a blood glucose reading of 138mg/dl on the contour next link , retested on another meter and the difference was as much as 100mg/dl. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was asked to return the strips for evaluation. New meter and strips were sent to him.